Manufacturer narrative:
There is no indication that the access intact pth device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported a falsely elevated parathyroid hormone (pth) result, for one patient, involving the access intact pth assay used in conjunction with the unicel dxi 800 access immunoassay system. The customer stated the erroneous result was not released out of the laboratory. There was no patient impact associated with this event. The customer indicated quality control (qc) was within specifications prior to and after the event. A review of the supplied data indicated the patient's sample was analyzed a total of six times. The customer noted the second of the six results was elevated. There were no sample integrity issues reported. No system errors were reported on the instrument. The instrument was in operation.